Event description:
It was reported that the patient received inappropriate therapy due to oversensing. The connections were checked and found to be good. No other issues were noted. The physician decided to replace the lead. The lead will not be returned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.